Event description:
The outlet flow valve conduit became disconnected internally from a heartmate 2000. Efforts to resuscitate the patient were not successful and the pt expired. Other equipment used in procedure: hemashield graft 18 x 30 model # 095218. Gore pericardial membrane 1 pcm model# 101. Heartmate tci model 1000a.